Manufacturer narrative:
Final device analysis revealed no anomaly found.

Event description:
At implant the doctor noticed the lead tip was bent before opening the package. The procedure was completed with a new good lead.